Manufacturer narrative:
We were not able to confirm the reported complaint. The device operates as intended. Leak alert was activated at 2 minutes and 46 seconds (within specification of 3 minutes +/- 30 seconds). Device passed all other tests as well. Sample was received and tested. The device passed all tests performed by service tech. Device alerted within the specified time. No problems found; device functioned as intended. The root cause for the reported incident could not be determined, no problem was found with device. We will process the device through service and record test results on applicable test record.

Event description:
Reportedly the product was not alarming when the dressing comes loose, resulting in negative pressure being lost without alerts and allegedly leading to wound infection.